Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, almost 3 years after two dental implants were installed in intraoral regions #21 and #28, their loss of osseointegration was observed. 60 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented insufficient bone quality/quantity (bone type IV).